Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the silicone insulation on the hemopro jaw disengaged before it was applied to the tissue. The hospital reported that the device self activated. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).